Manufacturer narrative:
(B)(4). Date sent to FDA: 02/01/2021. H3 analysis summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code z494g. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested and the following information was obtained: the issue occurred during subcutaneous dermal suturing of the umbilical region for wound closure. The wound site had become scarring before this surgery since the patient had a history of another surgery. The wound site was considerably hard, but no excessive force was applied to the needle during suturing. The surgeon first felt as if the suture was detached from the needle like a control release needle. But the edge of the needle was broken off actually. There is no needle piece in the patient. There is no problem in the patient condition. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number pmz055, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an at surgery on (B)(6) 2020 and suture was used. During the procedure, the needle broken at the tip when holding the needle . There were no adverse patient consequences reported. No additional information was provided.